Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, a bilateral hematomas developed after placement of a 6f mynxgrip vascular closure device (vcd). The size of the hematomas is unknown. The patient required blood transfusion due to acute blood loss. One mynxgrip was used in each groin area. The patient was not on any blood thinners. The patient's platelet count and inr was within normal limits (wnl). The devices will not be returned for evaluation.

Manufacturer narrative:
This report is related to report #3004939290-2023-03441 complaint conclusion: as reported, bilateral hematomas developed after placement of two 6f/7f mynxgrip vascular closure devices (vcd). The size of the hematomas is unknown; however, the patient required blood transfusion due to acute blood loss. One mynxgrip vcd was used in each groin area. The patient was not on any blood thinners. The patient's platelet count and international normalized ratio (inr) was within normal limits (wnl). The devices will not be returned for evaluation. Access site hematomas/hemorrhages are a common post-procedural complication and is listed in the product¿s instructions for use (IFU) as such. Bleeding events are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, proper placement of the vascular closure device (vcd) sealant, and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Without the return of the device for analysis or procedural films, the reported customer complaint could not be confirmed, and no determination of possible product contributing factors could be made. Based on the information available for review, it is not possible to draw a clinical conclusion between the device and event. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control IFU, ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ based on the information available for review, there is no indication that the reported event is related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.